Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, a reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient's onetouch ultramini meter displayed inaccurately erratic results. The complaint was classified based on the customer care advocate (cca) documentation. The reporter was unable or unwilling to say when the subject meter started to read inaccurately. She claimed that on an unknown date and time, the patient obtained alleged inaccurately erratic blood glucose results of "52 and 160 mg/dl" within 20 minutes of each other. The calculated difference between the reported results falls outside lfs' accuracy criteria. The patient manages her diabetes with insulin (no adjustments). The reporter claimed that prior to obtaining the alleged inaccurate results, the patient had developed symptoms of "sick to stomach, cold, shaky, sweating and very pale looking, almost grey looking". The reporter indicated that the patient consumed "more food/drink" to treat her symptoms and the emergency medical services (ems) was contacted. She also indicated that a blood glucose result was obtained on the ems meter; however, she was unable to recall the result. She reported that on the unknown date and time, the patient was treated by a healthcare professional (hcp) with glucose tablets/glucose gel. At the time of troubleshooting, the cca noted that the patient was using an approved sample site to obtain the blood samples and the meter was set to the correct unit of measure. The patient's test strips had been stored correctly and the test strip vial was not cracked or broken. The cca attempted to walk the reporter through a control solution test, but the reporter did not have control solution available to test the meter and test strips. The issue remained unresolved. This complaint is being reported based on the following conclusions: although the patient's reported symptoms started prior to the alleged inaccurate results on the subject meter, it cannot be ruled out with all certainty that the meter may have been reading inaccurately prior to this time, causing the patient to over-medicate, resulting in the symptoms and treatment reported.